Event description:
It was reported by the field service center that the ventilator reset two times. The ventilator was also making a whining noise. It is unk if the ventilator audibly alarmed when the reported problem occurred. The ventilator was not connected to a pt.

Manufacturer narrative:
Na